Event description:
As reported: "a revision surgery scheduled on (B)(6) 2026 which was planned using the blueprint planning feature (case ID: 05ql15c). 1. Was a stryker/tornier implant revised or removed in this case? Yes, these were tornier implants. 2. Did a stryker device cause or contribute to the need for revision (ie, breakage, pre-mature wear, other)? Patient fell and baseplate ripped out but there was also excessive wear on the non vitamin e poly. 3. Was there an issue during the primary procedure that may have caused or contributed to the need for a revision? No issue in the primary reverse. 4. Is the revision performed as a result of the normal progression of the patient¿s condition/disease, respectively is the revision otherwise usual/expected? No patient fell and ripped it out."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.